Event description:
According to the reporter: the insufflation bulb is not putting air into the balloon. Defect with the valve. The balloon did not inflate. No harm to the patient, opened a new device.

Manufacturer narrative:
(B)(4).